Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v863548, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had concerns about their device or therapy and they were working with their medtronic representative or doctor. It was also stated that the patient's concerns were resolved. It was not clear if the patient's concerns were resolved or not. The patient had appointments scheduled for (B)(6) 2013, and (B)(6) 2013. It was noted that the patient's doctor was unavailable for 2 years, so they were going to meet with a different doctor. No further information was provided.

Event description:
It was reported that the patient experienced a loss of therapeutic effect; when the patient made adjustments to her stimulation, she felt it for a little bit and then it went away. It was noted that it had been like this for about a week prior to the report. The reporter indicated that the patient was 'legally blind' and had trouble seeing the icon and buttons on the patient programmer. The patient could however see the 'lightning bolt' on the programmer screen, and as such, the implantable neurostimulator (ins) appeared to be on. It was noted that the patient was previously on program 3 which worked for a while, but had never really tried program 1 or 2. At the time of the report however, the patient was on program 4 at 2.3v. The patient was reported to have also changed the batteries to her patient programmer. The reporter stated that the patient felt stimulation in the wrong location; down her leg all the way to her heel if she turned stimulation up too high. The patient's heel was reported to be sore because of this and the patient was worried this could damage the nerve going down her leg. The reporter stated that the patient was going to try using program 1 or 2 and if that didn't work, was going to contact her healthcare provider (hcp).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had stimulation in the wrong location. The doctor reportedly told the patient that the battery was okay but thought that the leads might not have been put in correctly. The patient felt stimulation in her hip not her vagina where she should and for a long time she felt it down her leg. This issue started shortly after the patient was implanted.